Event description:
The customer contact reported a non-delivery. The tubing set was being used to deliver an unspecified concentration of vp 16 (etoposide) in four 60ml syringe via a symbiq pump. The symbiq pump was programmed to deliver at an unspecified rate and a 53 ml vtbi (volume to be infused). No further pump parameters were provided. At an unspecified time, a vented syringe adapter was connected to the tubing set, the first 60ml syringe was connected to the vented syringe adapter and the delivery was started. It was reported that at an unspecified time, the pump alarmed the delivery was completed; however, the nurse noted that 33ml had been delivered. The customer contact indicated that after the nurse removed the vented syringe adapter from the clave to attach the second syringe, it was noted that the silicon seal was depressed. The customer contact indicated that the remaining medication was delivered to the pt; however, the customer contact could not provide specific details on how this was accomplished. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B)(4).